Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the jaws were coming apart on the hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the there was a crack on the tip of the cold jaw. Based upon the received condition of the deice, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history. (B)(4).